Event description:
It was reported that a vns patient experienced pain from the generator site to the left arm while performing movement since the past two months, and felt the generator was moving. No patient trauma was reported and x-rays were taken and reviewed by the manufacturer. The review of the x-rays revealed the generator was placed in the left chest in normal orientation. The filter feed-thrus appeared to be intact. The lead wires appeared to be intact at the connector pin and the lead connector pin appeared to be fully inserted into the generator connector block. The lead body was coiled beside the generator in the chest region, and there was no portion of the lead body located behind the generator that could not be visualized. Interventions planned were to replace the patient's generator. Further information was received from a company representative indicating the patient's generator was removed. At the moment, good faith attempts to obtain the patient's generator returned to the manufacturer have been unsuccessful to date.